Event description:
Ch5707 mis scissor slightly curv - not used as much during case, not operating smoothly. The surgeon stated that he felt the patient did not do as well due to the problems that occurred with the instrumentation. The scheduled procedure was to repair the valve. The repair did not hold, so tried to rework the ring, and ended up replacing the valve. The surgeon struggle with the opening and closing of instruments the entire case. This resulted in the patient being under anesthesia for a prolonged period of time and possibly an unnecessary procedure.